Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The gore excluder aaa endoprosthesis instructions for use (IFU) states: "deploy the trunk using a steady and continuous pull of the deployment knob to release the endoprosthesis." The IFU further states: the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when add'l length and/or sealing for aneurysmal exclusion is desired. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak; endoprosthesis: improper component placement; component migration.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with the gore excluder aaa endoprosthesis. Upon deployment of the trunk ipsilateral leg component, the device moved distally approximately 12 mm. A medtronic cuff was placed, followed by two palmaz stents in an attempt to seal the aneurysm proximally. A residual proximal type I endoleak remained. It was reported that the pt's iliac and aortic arteries were tortuous. A slow deployment technique was used with the trunk ipsilateral leg component which may have contributed to the final placement of the device. On (B)(6) 2011, the pt underwent a reintervention. The endoleak was resolved and the pt is doing well. Add'l details and images will be provided to gore.